Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said they are meeting with their manufacturer representative (rep) and healthcare provider (hcp) on (B)(6) 2026 and that the issue had not been resolved because the appointment has not happened yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a jolting sensation on the right side when powering on the stimulation and stated that the issue began about 3 weeks ago, with uncertainty that the implant (ins) was the source. Pt reported attempting medication without resolution and identified the source of the issue during assistance with charging the ins and turning on the stimulation. Agent had pt access the mystim app and confirmed use of group b, then had pt switch to group c; however, the issue persisted. Pt switched to group d and reported no jolting sensation. Agent had pt continue charging the ins with good connection and redirected pt to the manufacturer representative (rep) to address concerns with group b and group c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the caller reported they were trying to connect the handset and communicator to the patient's implanted neurostimulator, but the handset wouldn't connect. Caller said they had scanned the qr code of the communicator several times, but couldn't get the bluetooth to stay on long enough; kept seeing 'not found: communicator.' Agent had caller reset communicator by pressing and holding down power button for 30 seconds, close all apps, then reattempt connecting with the mystim app after scanning the serial again. Caller was able to successfully connect to the communicator, but then saw 'unable to connect' message. Agent asked, caller said the patient was currently charged and knew how to charge the implant. Agent suspected they were seeing the 'setup link' screen, but caller did not confirm/deny. Agent asked the caller to hold the blue side of the communicator against the ins site and try again, but still got 'no device response' was presenting now. Agent reviewed best practices for communicator placement, but the same message came up. Agent had caller exit out of all applications and open the recharger app, which they were able to connect to and start charging the implant with excellent quality; as agent suspected, the implant was in the red. Agent reviewed with caller everything appears to be working as intended and instructed to charge the ins up to at least 30% (suggested about an hour) before trying to use therapy/mystim. When agent inquired about the event date, caller mentioned when they had gone back to the hospital "like a week ago" they had issues and felt like instructional information hadn't been relayed to them well; did not mention working with reps. Caller inquired how long it took to charge the ins; agent reviewed, estimated around 2 hours or so from empty to full with excellent connection. Agent additionally reviewed connectivity so soon after implant can pose challenges, which should get easier over time as the body heals. Caller said they have been charging the implant for 2 hours with excellent connection, but the implant was still red. Agent had caller close all apps, reset the recharger, and reconnect to the recharger app. Caller confirmed the implant was charging 10% with excellent connection. Agent advised caller to continue charging the implant and agent redirected them to the doctor and rep if the issue still persists. No symptoms were reported. Additional information was received from the pt. Patient called back and reported they are having the same issues as they called about last time. Patient reports they are in a lot of pain from the waist down on their right side. Pt reports it hurts like heck and they can barley walk today. Pt reiterated trying group c and f last time when calling but noted that they "jumped" and it hurt so bad when they switched to the groups. During call, patient confirmed therapy was off while recharging but then turned therapy on. Patient noted they have seen stim off a few times. Pt reports they are having trouble recharging the ins - pt states they have been charging for 1 hour and the ins battery is only 10% charged. Pt reported they have never seen the ins battery get over 40%. Pt reported excellent connection. Agent had pt confirm they are on the fastest charging speed. During call, patient reported ins battery increased to 30% and excellent connection. Pt states this issue has been going once since around the first week the ins was placed. Patient had questions about charging duration and frequency - agent review recharging general use and recommendations. Pt said they have called the rep and the rep directed them to call patient services (ps) but when they call ps they are redirected back to the rep. Patient noted that they saw their provider a few weeks ago and the provider looked at their incision and then said they don't need to see the patient anymore. Agent reviewed option of trying other p rograms/groups and directed pt to follow-up with hcp if the issues with recharging duration and pain continue. Additional information was received from the pt. Pt reports they were not feeling therapy on the right side of their leg, and when they attempted to conn ect to the ins to make adjustments, the process would not proceed. Patient stated that their rep recommended calling patient and technical services (pats) for assistance. Agent had the patient reset the communicator and walked the patient through accessing the patient therapy app. After that, the patient was able to view the therapy screen. Agent also guided the patient in adjusting their therapy. The troubleshooting steps resolved the issue. Agent redirected the patient to their hcp for further assistance.